Manufacturer narrative:
The pipeline flex device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there is no evidence suggesting that the device was defective. The vessel perforation and thrombosis appear to be procedure related events; the causes could not be conclusively determined from the reported information.

Event description:
Medtronic received report of intraprocedural vessel perforation and thrombosis. The patient was undergoing retreatment for a large aneurysm in the right cavernous internal carotid artery (ica). All devices were prepared as indicated in the IFU. The aneurysm had recanalized after previous treatment with another manufacturer's stent and coils. During the procedure, a pipeline flex was deployed without incident. Afterward, angioplasty with another manufacturer's balloon was performed to ensure that the device was open. Upon completion of the angioplasty, there was vessel perforation due to the balloon. The ica was sacrificed and embolized. In addition, there was a clot in the middle cerebral artery (mca). The mca was attempted to be revascularized by crossing the anterior communicating (acom) artery with another manufacturer's mechanical thrombectomy device. The attempt was unsuccessful and the procedure was ended. The patient passed away a day later due to acute ischemic stroke.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.